Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid artery. A filterwire and carotid wallstent were selected for use. During the procedure, the carotid wallstent was guided along the filterwire, deployed and implanted at the stenosed lesion. Upon removal, it was noted that resistance was felt. The filterwire was fixed with a non-boston scientific catheter and was removed. There were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid artery. A filterwire and carotid wallstent were selected for use. During the procedure, the carotid wallstent was guided along the filterwire, deployed and implanted at the stenosed lesion. Upon removal, it was noted that resistance was felt. The filterwire was fixed with a non-boston scientific catheter and was removed. There were no patient complications as a result of this event.